Manufacturer narrative:
Based on the results of the investigation, a definitive root cause for the acoustic lens is damaged could not be determined. In addition, based on the results of the investigation, olympus confirmed foreign material on the bending section rubber adhesive section of the device, but the type of the material or root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited a damaged acoustic lens and foreign material on the bending section rubber adhesive section. There was no patient involvement.